Event description:
The facility's biomed tech reported an infusion pump with a triple alarm found during biomedical testing. The hospital rep stated they have no record of any pt incident involing the pump since the last baxter service event. No add'l contact info was provided.